Event description:
On (B)(6) 2012, the patient contacted animas and stated that he experienced a blood glucose (bg) value over 300mg/dl with nausea, vomiting and moderate ketones and was admitted to the hospital. It was noted that the patient changed out the site/set prior to him going to the ER when he noticed what his bg value was. The patient denied having site/set issues, denied changes in activity level or taking new medication. The doctor reportedly suspended the pump when the patient arrived in the ER, the patient was disconnected from the pump and the patient was treated with insulin via intravenous drip (IV). The patient stated that he did not feel that the pump was working correctly and contacted customer support (cs) for assistance. Customer support (cs) reviewed the pump with the patient. The pump history indicated that there were no associated alarms, the amount of insulin primed on the pump was found to be accurate, there was one suspend that occurred on (B)(6) 2012 at 5:19pm and then pump resumed with the date resetting to (B)(6) 2007. The pump bolus history indicated no boluses given on (B)(6) 2012, (B)(6) 2012 or (B)(6) 2012. The patient stated that he bolused on all three days. Cs reviewed the total daily dose (tdd) with patient and found that the following insulin unit amounts were bolused; on (B)(6) 2012, 2.0 units were bolused, on (B)(6) 2012, 10.4 units were bolused and on (B)(6) 2012 9.4 units were bolused. The tdd was reportedly found to be correct, but the there were some discrepancies noted in the bolus history. It was noted that the date reverted back to (B)(6) 2008 and the patient stated that he forgot to reset the date and time after a battery change. Customer support (cs) instructed the patient to discontinue the use of the pump and to go on a back up plan. The pump is being returned for further troubleshooting. This complaint is being reported due to the patient's hyperglycemic event while using insulin pump therapy and due to the allegation that discrepancies were found with the pump bolus history.

Manufacturer narrative:
(B)(4) - animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
.